Event description:
It was reported by the pt's attorney that the pt's eyes were severely burned following lens care product use. She "suffered serious permanent and disabling injuries to her eyes and will require phototherapeutic keratectomy utilizing excimer laser surgery to help improve her corneal clarity, help remove the scar tissue and correct the distortion of her version caused by the lens care product. The pt "has suffered great pain and discomfort." Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).